Manufacturer narrative:
The device was not available for evaluation, and no pictures were able to be obtained. The complaint could not be confirmed, and root cause could not be determined. Based on the location of the reported break, the most likely cause is due to the clamping application of the needle eye during handling, as this action can exceed the localized strength of the eye and cause fracture. If any additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
The device is not available for evaluation, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "during surgery a pack of 1/2 taper needles were opened to use in a rotator cuff repair. The eye broke off both of the needles from this package, one was retrieved. The second fell into the fluid/suction bag. Since we were unable to retrieve it, an x-ray was performed per policy. X-ray read as negative. Documented in medical record. Needle, one small piece and package secured."